Manufacturer narrative:
Analysis found normal device characteristics.

Event description:
It was reported that pulse generator exhibited a premature battery depletion. The device was still in the shipping box.

Manufacturer narrative:
(B)(6). Device evaluation anticipated, but not yet begun.